Event description:
The customer was hospitalized for low blood glucose levels. The customer felt that the insulin pump was delivering insulin too slowly. Therefore he gave himself extra insulin with a pen. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.